Event description:
Boston scientific received information that changes in sensing and pacing threshold were noticed on both right ventricular (rv) and left ventricular (lv) leads during routine follow up checkup. The leads were found to be dislodged on x-ray examination; therefore, a repositioning procedure was done and the leads were successfully repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.